Event description:
The account obtained discrepant psa results when a result equal to 30 mg/ml was received with the instrument yet another assay result was equal to 0.4 ng/ml. A second sample was assayed by the third assay for a result of 0.55ng/ml. Two other assays, also gave similar values.

Manufacturer narrative:
Investigation results: reagent file kit tested. Code 100=pt sample returned and tested. Sample showed non-specific dilution, consistent with non-specific protein binding. This is adressed in labeling. "Limitations of procedure." Evaluation complete-final report.